Manufacturer narrative:
1. On (B)(6) 2025, the patient was admitted due to postoperative wound infection of the knee and underwent debridement, removal of the left knee prosthesis, and revision surgery, followed by anti-infective treatment. The affected device was not returned. Review of the production records showed no abnormalities, and no similar complaints have been reported for the same lot. The hospital assessed the infection as related to the patient's compromised immune condition. This case is considered an individual clinical event, not related to product quality. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. 2. The product associated with this case: (1) u2 total knee system, tibial insert, posterior stabilized, #3, 9mm thick (product number: 2303-3031 / lot number: 23j601ag) (UDI: (B)(4)). (2) u2 total knee system, tibial baseplate, cemented, #3 (product number: 2203-3030 / lot number: 23g517c) (UDI: (B)(4)). (3) u2 total knee system, patella, on set, small, 29mm dia. 8mm thick (product number: 2403-1020 / lot number: 23a741f) (UDI: (B)(4)). (4) u2 total knee system femoral component, posterior stabilized, #4, left (product number: 2103-3140 / lot number: 23m162b) (UDI: (B)(4)).

Event description:
On (B)(6) 2024, the patient underwent left total knee arthroplasty with implantation of a femoral component, tibial baseplate, tibial insert, and patellar component. The procedure was uneventful, and the patient was discharged in improved condition with routine follow-up. Postoperatively, the patient had acceptable range of motion but experienced intermittent pain. Joint aspiration confirmed streptococcus agalactiae infection, and imaging showed a radiolucent line around the prosthesis, consistent with prosthetic joint infection and loosening. On (B)(6) 2025, the patient was admitted due to postoperative wound infection and underwent debridement and revision surgery, followed by anti-infective treatment.